Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the metal basket tore the sheath and pushed out of the sheath. A photograph of the device shows the sidecar rx tunnel was pushd back. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.